Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the ventilator stopped cycling but did not alarm. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.